Event description:
The patient felt like she was in withdrawal based on prior experience of what it felt like. She was nauseated, had a great deal of back pain, had trouble getting up, and was hot and cold. These symptoms started following a refill session yesterday. She felt the nurse did not get the needle inside the pump, as the nurse was only able to withdrawal a half ml of blood rather than medication. She felt like there was a pocket of fluid outside the pump after her refill. The drugs being administered via the pump were bupivacaine and dilaudid. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was later reported that the pump was replaced due to depth issue; it was noted that the new healthcare professional (hcp) couldn't refill it, there were no issues prior. Currently the physician had stopped patient's oral medications.